Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use 3-lumen sphincterotome cutting wire broke during the power check, before use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental emdr is being submitted to provide the manufacturing date. Updated field: h4 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field.

Event description:
No additional information received from customer.